Event description:
It was reported that, ¿surgeon cross threaded the strike plate into the nail holding bolt.¿

Manufacturer narrative:
Add¿l info has been requested. Once the investigation has been completed any add¿l info will be reported in a supplemental report.